Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had unexplained high blood glucose. Customer stated that his insulin pump is broken. Customer stated that pieces of the reservoir compartment have broken off. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked display window corner and missing end cap sticker.